Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port s/l that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly was impossible to purge because the port was blocked. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman titanium port s/l that are cleared in the us. The pro code and 510 k number for the hickman titanium port s/l are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bardport titanium implantable port was returned for evaluation. Visual, microscopic and functional evaluations were performed on the returned device. Infusion was attempted but was unsuccessful. Aspiration was attempted and was unsuccessful as neither water nor air did not return to attached syringe. A starter guidewire was inserted into the port stem to expose any material within the port body. An infusion test was performed and was successful. Dye water was observed exiting the port stem. Aspiration was attempted once again and was unsuccessful as only air returned into the attached syringe. The port septum was removed for further investigation. No anomalies were noted within the port body and the removed port septum. Therefore, the investigation is confirmed for the reported flushing and identified aspiration issues. However, the investigation is inconclusive for the reported obstruction of flow as catheter was not returned for evaluation. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using titanium implantable port, hickman single-lumen, 9.6f. Post the procedure, the port allegedly was impossible to purge because the port was blocked. There was no reported patient injury.